Event description:
It was reported that at implant, the right ventricular (rv) lead had positioning/fixation difficulty. The rv lead was removed and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.